Event description:
Complainant alleged that the ccu clinicians were treating a male patient who was in his fifties and who was undergoing a dialysis treatment, when his potassium level went very high and he presented an asystole heart rhythm. The clinicians attempted to defibrillate the patient, but the device screen displayed an "electrodes off" error message. The clinicians tried to remove the multi-function cable from the device, but found it very difficult to remove, so they then obtained another device to treat the patient. The patient subsequently expired. But the complainant indicated that the patient outcome was not as a result of the reported malfunction.